Event description:
During a clinic follow-up, a low pacing impedance and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.